Manufacturer narrative:
The triglycerides assay reagent lot number is 73558801 with an expiration date of 30-jun-2024. Investigation is ongoing.

Event description:
There was an allegation of a questionable triglyceride result for one patient sample tested on the cobas c 503 analytical unit. Initial result on (B)(6) 2024 was 356 mg/dl the repeat results (B)(6) 2024 was 85.4 mg/dl the questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Based on the data and information provided, a general reagent issue was ruled out as calibration and qc data were acceptable. The field service engineer (fes) repaired the damaged rinse tubing and performed a precision check which was acceptable. The investigation determined the service actions resolved the issue.